Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was grasping the tissue and bending the wrist when the issue occurred. The jaw was not unhinged/dislodged; in comparison with a normal instrument did not reveal any missing or detached parts. The main tube was not broken, and no grip pin was sticking out. The instrument and the cannula were removed together, but no additional port was made to do so. The instrument's tip did not move, preventing use. The instrument remained in an open position, and it did not collide with any other instrument or tool during the procedure. No images are available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system showing 7 lives remaining. The instrument passed the energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon felt something slipping when they bent the 8mm force bipolar instrument's wrist. They couldn't close its mouth or perform any actions, so the surgeon had to forcibly remove the equipment. No fragment fell into the patient. The procedure was completed with no reported injury.